Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose and no delivery alarm. Customer¿s blood glucose was over 400 mg/dl and will treat with bolus. During troubleshooting, insulin exited with the manual prime. Advised the customer that the insulin pump is working as designed. Explained alarm was caused by infusion or reservoir occlusion. Customer declined to troubleshoot for high blood glucose. The reservoir will not be returned for analysis.